Event description:
During routine follow up, the interrogation of the pacemaker involved in this MDR report could not be completed. In addition, no pacing pulses were observed. Therefore, the device was explanted.

Manufacturer narrative:
2008. This event concerns a device that was manufactured and used outside the united states. Upon reception, the returned device could not be interrogated with the standard programmer; in addition, no pacing pulses were present. The device was opened to have direct access to internal components. In-depth investigation revealed that there was a short circuit due to metal migration on the cofirmed substrate. After more than four years of surveillance, the malfunction rate related to metal migration observed on symphony/rhapsody pacemakers not already subjected to an advisory is less than 0.03 % cumulative. Because recently-published data indicate that the average malfunction rate for all pacemakers is approximately 0.15 % per year, no advisory notification is indicated.